Manufacturer narrative:
The customer complaint of a time sync issue was confirmed through a review of the returned pcu event logs. Review of the logs confirmed that the clinician changed the pcu clock instead of entering the delayed start time. If the ¿current time¿ was displayed correctly during programming of delay options the ¿confirm¿ key should be pressed. Pressing the ¿change time¿ key modifies the pcu clock. The delayed infusion would have been administered in accordance with the clock time and delayed start time. The system was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that the user modified the time on the device when trying to program a delay for an infusion. The time was changed from the correct time of 9:08am to 9:15am. The device was later turned off, and when it was turned back on at 1:31pm (per the incorrect pcu time), the time shifted back to 1:24pm. The device was used for a normal saline infusion (0.9% nacl).